Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: brand name: micra, model #: mc1avr1-delsys / expiration date: 28-july-2021 / serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no, dev rtn to MFR? No, device mfg date: 03-mar-2020, labeled for single use: yes, (B)(4) . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the leadless implantable pulse generator (ipg) exhibited a blood clot and cardiac tissue stuck in the device making retraction/implantation difficult. The ipg and delivery system exhibited placement difficulty. The ipg was attempted not used and replaced. No patient complications have been reported as a result of this event.